Manufacturer narrative:
The reported malfunction was observed and was attributed to user error. F/u with the customer indicated that the multifunction cable was not properly secured to the device at the time of the reported malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that medics responded to a call for an (B)(6), female pt, found in cardiac arrest. The device displayed a "poor pad contact" message. Electrode pad placement was secured and the connection to the device was checked, the device continued to display a "poor pad contact" message. The clinician then replaced the electrodes onto the pt and the device displayed a "poor pad contact" message. The clinician performed CPR, administered epinephrine and sodium bi-carbonate and the pt recovered with a pulse. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.